Manufacturer narrative:
Evaluation of the customer issue included a complaint text review, a search for similar complaints, device history review, labeling review, and accuracy testing. The product was not returned. No adverse trend was identified for the customer issue. Device history review did not identify any issues that may have caused the customer issue. Labeling was reviewed and found to be adequate. An internal panel was tested with retained kits of the likely cause reagent lot and accuracy testing met all specifications. Based on all available information and abbott diagnostics evaluation, no systemic issue was identified, and no product deficiency was found.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 08d06-42 that has a similar product distributed in the us, list number 8d06-31/41.

Event description:
The customer observed (B)(6) results while using architect syphilis tp reagents. The following data was provided. The customer uses greyzone range 0.65 to less than 1.0 s/co. Sid (B)(6) initial (B)(6), repeat (B)(6). (B)(6). Per the product package insert, specimens with s/co values greater than or equal to 1.00 are considered reactive. No impact to patient or donor management was reported.